Event description:
The nurse reports the patient was initially admitted to hospital with septic shock on (B)(6) 2014 a flexi-seal fms was placed for 'loose stool'. The nurse further reports the flexi-seal fms was replaced on (B)(6) 2014, for an unknown reason; on (B)(6) 2014 the patient had peri-rectal bleeding, on (B)(6) 2014 the flexi-seal fms was removed, was not replaced. The patient had a colonoscopy which revealed an internal peri-rectal ulcer where the flexi-seal fms retention balloon was in contact 'with the peri-rectal area'. The physician reports the patient had brown blood tinged stool following the colonoscopy.

Manufacturer narrative:
Based on the available information, this event is deemed to be a death. No further information was available at the time of the report. Additional patient and event details has been requested. Should additional information become available, a follow-up report will be submitted.